Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements and varied shock impedance measurements. Additionally, noise and oversensing was observed on the rate/sense portion of the lead. It was noted that the patient previously received inappropriate shocks. The patient is not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.